Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported backup vvi.

Event description:
It was reported that when the patient with muscle stimulation presented in clinic during follow-up, device was found to be in back-up vvi. Several attempts for firmware download were unsuccessful. Battery malfunction was suspected. Device was explanted and replaced.